Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that the intraocular lens (iol) was implanted in 2014 into the patient eye. The physician found that the lens was opacified after the surgery. Patient was planning to explant the lens.